Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the device. Correction to field h6: patient code. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient presented to the emergency room as they weren't feeling well and experienced a syncopal episode. The pacemaker was interrogated there was an alert that indicated the voltage was too low for the projected remaining capacity. The physician was unable to get past this screen on the programmer to interrogate the device. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency room as they weren't feeling well. The pacemaker was interrogated there was an alert that indicated the voltage was too low for the projected remaining capacity. The physician was unable to get past this screen on the programmer to interrogate the device. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.